Event description:
Information received on 01/05/2025 to update/add additional information. Dexcom g6 sensor inaccuracy: 9:43 am g6 reading 153, finger stick reading is 124. That is an ard of 23.4%. Dexcom g6 sensor inaccuracy: (B)(6) 2025 at 9:15am - g6 reading 128, finger stick reading is 95. That is an ard of 34.7%. Low symptoms due to sensor inaccuracy, dangerous scenario!! Activated on 9/21/2025. Dexcom g6 sensor inaccuracy: (B)(6) 2025 at 9:15am - g6 reading 128, finger stick reading is 95. That is an ard of 34.7%. Low symptoms due to sensor inaccuracy, dangerous scenario. Dexcom g6 sensor error > 3 hours. Replaced this sensor. Sensor lasted 7 days.